Event description:
The field engineer reported that the system displayed intermittent control panel errors. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.